Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2016. (B)(4) submitted for adverse event which occurred on (B)(6) 2017.

Event description:
It was reported by an attorney that the patient underwent incarcerated ventral hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient underwent incarcerated recurrent incisional hernia repair surgery on (B)(6) 2016. It was reported that the patient underwent recurrent incisional hernia repair surgery with removal of the mesh on (B)(6) 2017. It was reported that the patient experienced severe pain. No additional information is provided.

Manufacturer narrative:
Date sent to FDA: 8/25/2020.

Manufacturer narrative:
Date sent to the FDA: 03/17/2021. Additional information: a2, b7.

Manufacturer narrative:
Date sent to the FDA: 04/13/2021.

Manufacturer narrative:
Date sent to the FDA: (B)(6) 2021. Additional information: d4, h4 . A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.